Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. Re-programming the device did not solve the issue therefore, the lead was explanted and replaced. Device remains implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended.